Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has received an insulin flow blocked alarm. Her blood glucose was 432 mg/dl. The customer said that she has changed her infusion set twice but the issue remains. She notices that the issue happens when she tries to give herself a bolus. During insulin flow blocked alarm during basal/bolus/fill cannula troubleshooting, the customer said that the insulin did exit and after testing the site portion, the cannula was bent. Troubleshooting was offered for her high blood glucose but she declined and said that she treated by an injection. During bent infusion set cannula troubleshooting, the customer said that the cannula bent after 12 hours of use and that she had no issues with the tape adhering. During insulin flow blocked alarm troubleshooting, she said that it did not occur during fill tubing and that it had been resolved by a complete set change. She was advised to change the infusion set and to return it. The insulin pump and reservoir will not be returning for analysis. The infusion set will be returning for analysis.